Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels a few week ago. The customer¿s blood glucose level was 500 mg/dl. They stated that after eating she would do a bolus, but it did not seem to work. The customer was at event and did not have a backup. The customer changed the entire set after reaching home and stated that the issue was resolved. The customer did not want to troubleshoot because they did not have time. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.